Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. After pre-dilatation was performed with a 3.0 x 15 non-bsc balloon catheter, a 4.00 x 12 synergy¿ drug-eluting stent was advanced to the distal portion of a previously implanted stent in the left main trunk; however, the device failed to cross. When the device was removed from the patient, it was noted that the mid stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.